Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the device failed to cross the very calcified lesion and upon retraction, the stent dislodged inside the guiding catheter. Upon removal of the device, the stent was noted to have flared stent struts. No pt effects were reported. No additional event or pt information is available.